Event description:
Per the patient, they experience a ¿zapping¿ sensation along with pain and dizziness with collapsing episodes with use of the external speech processor. The results of in integrity test (B) (6), 2009 indicate normal device function. The results of a CT scan indicate the device is in proper position. Explant is planned, but had not taken place at the time of this report august 4, 2009. No information was provided about reimplantation.

Manufacturer narrative:
(B) (4).